Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration 18mg/ml; dose 4.669mg/day) and bupivacaine (concentration 1mg/ml; dose 0.2594mg/day) via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. The patient was having ¿problems¿ with the catheter. The patient also had problems with the pump where about every week to ten days, it would not let him give himself a bolus. The patient would see the ¿x¿ and must wait 4 hours. The nurse that filled the patient¿s pump was aware of the issues and told the patient that as long as it was not giving any type of alarm, it was working. The patient first noticed the issue in (B)(6) 2015 when the bolus would not work approximately 1 time a week. The doctor tested the pump catheter and medication was going out, but not through the catheter. The spinal fluid could not be drawn in the catheter. It was unknown what led to the issues. The patient experienced pain and withdrawal. Surgery was scheduled for (B)(6) 2015 to replace the catheter. The issue was not resolved at the time of the report and the patient stated that she really would hate to go through surgery and the pump be the problem leading to a second surgery. The patient stated that if there was anything wrong with the pump he would like it replaced at the time of the catheter replacement so he would not have another surgery in a few months because of a faulty pump. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient's medical history included lumbar surgery (1990s), hip replacement bilateral (1991), arthritis, asthma, hypercholesterolemia, hypertension, headaches, irregular heartbeat, heart attack/failure, prostate issues, anxiety, depression, being an ex-smoker (quit in 1984) and an allergy to methadone. The patient's concomitant medications included fluoxetine 20mg, hydrocodone-acetaminophen 10-325mg, lovastatin 20mg, prilosec otc 20mg, terazosin 2mg, and warfarin 5mg. On (B)(6) 2015, the patient was seen for a refill and complained of low back pain and bilateral leg pain. He also reported mild withdrawal symptoms for about a week. The reservoir volume was accurate. The patient activation (pa) logs showed that on (B)(6) 2015 (twice) a successful pa request (88) followed by a bolus denied (89) occurred at the same time. It was reported that the patient called on (B)(6) 2015 with a possible pump problem as they were experiencing increased pain a nd mild withdrawal symptoms. No fall or injury occurred. A dye study was set up for (B)(6) 2015. On (B)(6) 2015, the patient called again complaining of increased pain and worked in an appointment with the physician the next day ((B)(6) 2015). The patient complained of back pain going down the bilateral lower extremities and numbness over the lower back and both legs. The patient stated the medications were not effective and he felt like that catheter was not connected. He continued to feel the withdrawal symptoms. The patient was prescribed hydromorphone 4mg four times daily and the hydrocodone-acetaminophen was discontinued. On (B)(6) 2015, the dye study showed "mechanical complication of implanted spinal catheter (possible obstruction or disconnection of catheter)." His pain level had also worsened. On (B)(6) 2015, the patient was seen again for a refill. The patient activation (pa) logs showed that on (B)(6) 2015 a successful pa request (88) followed by a bolus denied (89) occurred at the same time. He again complained of back pain going down the bilateral lower extremities and bilateral foot pain. The patient was referred to a surgeon on (B)(6) 2015 for a catheter revision when the physician was unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) of the pump. On (B)(6) 2015, the entire catheter was revised, the rate was decreased to the lowest continuous dose allowed and the personal therapy manager (ptm) was disabled at that time. They planned to supplement the patient with oral medication. It was noted the hcp did not have "op-note" indicating that a problem was found with the catheter.